Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06404 and 2134265-2016-06405. It was reported perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had an existing patent foramen ovale (pfo), so no transeptal puncture or needle was used. A 0.035 soft non-bsc wire was used and was inserted directly into the laa. The hemostasis valve of the watchman ® access system (was) took three attempts before it was able to be closed. The patient had a two-lobed laa and appeared to grow larger after the ostium before the larger lobe tapered into a windsock. The physician then prepared the 21mm watchman ® laa closure device & delivery system (wds). When the was opened, no back bleed was initially noted. The physician waited until there was fluid to fluid contact and the wds was introduced almost the entire way without difficulty. The placement in the laa was lost, so the wds was withdrawn. A choice floppy guide wire with a j-hook was introduced into the was and brought though the was to ensure no obstructions. The wire may have been introduced past the distal end of the was. The same 21mm wds was inserted again into the was and was deployed; however, it was too deep and only closing one lobe. A partial recapture was performed and the closure device was redeployed. During the second deployment, the physician used a slight distal push out of the was maneuver to complete the deployment to maintain distal position. The second deployment was ok and appeared to be seated at the laa ostium, seated in the larger lobe but covering both lobes. The release criteria were met and the closure device was released. No pericardial effusion had been noticed so far during the procedure. The patient was fine and was transferred out of the catheterization lab. 15-30 minutes after the procedure the patient collapsed. They showed signs of bradycardia and hypotension. The physician was called and a transthoracic echocardiogram (tte) was performed which confirmed no embolization. A transesophageal echocardiogram (tee) was performed which showed a pericardial effusion between 1.5-2cm. Pericardial drainage was performed and it slowed the bleeding, but was unable to stop the bleeding. The patient was then sent to cardiac surgery. The cardiac surgeon found a small needle size hole in the anterior lobe of the laa and it was surgically repaired. The closure device was left in place. The patient was discharged seven days post procedure in good condition.